Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va0uu6y, implanted: (B)(6) 2015, product type: lead. (B)(4) applies to lead (lot# va0uu6y) only. (B)(4) applies to lead (lot# va0uu6y) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Rep received a call from an hcp who was contacted by the patient's gi concerning a lead that migrated into the colon. The patient had an appointment with their gi. The hcp will be following up with the patient and will be having them get a CT scan. The interventions/actions that were taken to resolve the issue are unknown at this time. The issue was not resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.